Manufacturer narrative:
(B)(4). Unit passed displacement, active current measurement, and self tests; it failed sleep current measurement test. After further review there were no signs of previous moisture damage or corrosion on the electronic assembly. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, the sleep current measurement dropped a little but remained high. The high sleep current measurement appears to be due to some problems with both pcba1 and pcba2. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery lasts less than expected. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.